Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® one use holder that the connection between the winged blood collection device and the collection tube disengaged. This occurred in an unspecified amount of devices. No patient impact reported.